Event description:
It was reported that the bd maxzero¿ extension set was blocked. The following information was provided by the initial reporter: today I was using the bd maxzero minibore pressure rated extension set IV connector and I could not prime it. Every time I tried to flush there was resistance. I checked the clamp numerous times to ensure it was open, the prefilled syringe I was using to prime was fine. For some odd reason fluid didn't seem to make it past the blue pressure connector.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by customer that they could not prime the set. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5301 lot number 22119341 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set was blocked. The following information was provided by the initial reporter: today I was using the bd maxzero minibore pressure rated extension set IV connector and I could not prime it. Everytime I tried to flush there was resistance. I checked the clamp numerous times to ensure it was open, the prefilled syringe I was using to prime was fine. For some odd reason fluid didn't seem to make it past the blue pressure connector.